Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h23085 and h11g23038 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 1 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a patient not using the proper technique to do peritoneal dialysis and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient had not used the proper technique to do pd which caused peritonitis on (B)(6) 2011. The patient was hospitalized on (B)(6) 2011 for peritonitis. Treatment was not reported. The patient was recovering from peritonitis and the outcome of not doing the proper technique to do pd was not reported. Dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy. An opinion of causality for not doing the proper technique to do pd was not provided.